Manufacturer narrative:
The freedom home ac power supply was returned to syncardia for evaluation. Visual inspection of the freedom home ac power supply revealed the hypertronics connector exhibiting a cracked locking sleeve with a large section missing, a recessed socket pin, and a damaged power cord with exposed wires. The most likely cause of the damage is rough handling; however, there is not enough information to conclude where and how the unit was damaged. The freedom home ac power supply passed all electrical testing and operated as intended for power delivery. This issue will continue to be monitored and trended as part of the customer experience process. (B)(4) follow-up report 1.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom home ac power supply cord is frayed while supporting a patient.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because this issue did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom home ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom home ac power supply cord is frayed while supporting a patient.